Event description:
The mr magnet quenched for unknown reason and instead of the helium gas venting to the outside, the force of the quench dislocated the flexible venting pipe and the helium gas vented into the room. This occurred with no one in the exam room.